Event description:
It was reported that the pump usb port was observed to be damaged resulting in issues with charging the pump battery. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.